Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a vats lobectomy procedure, the blade was broken during use. Cause was not identified. No patient consequences reported. Device will be returned.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and a small portion was not returned. The blade tip was noted to be intact and not broken off as reported. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.